Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report that every night using the liberty select cycler, there has been a puddle of fluid under the cycler during an unknown phase of treatment. It is unknown where the fluid leaked from. The patient was advised to not use the cycler for tonight's treatment and contact their pd nurse. The patient will use the cycler tonight. Upon follow up, the patient confirmed the reported event, stating they first noticed fluid on the cycler cart and on the floor and where the cycler cart sits, the morning after treatment was completed more than ten days prior. The date of the first fluid leak event was unknown. The patient contact confirmed that each morning for more than ten days prior, a small puddle was discovered on the floor and where the cycler cart sits. Despite the fluid discovered, patient confirmed that no fluid leaks were experienced from the solution bags used during treatments during the reported event. No fluid was observed on top of the cart. The patient contact stated the set up was checked before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The patient contact stated there was no clear indication that a leak was experienced inside of the cycler set door as the cassette area remained dry. The patient contact reported that each day the cassette was checked and was dry. It was unknown whether multiple fluid leaks occurred during the reported event. The patient confirmed no fluid leaks occurred from the top of the heater tray. The patent stated they noticed fluid was on the cycler cart and on the floor and where the cycler cart sits. Additionally, the patient confirmed the heater bags and connections never leaked during the reported events. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using the cycler despite the reported issue. The patient contact confirmed they are continuing with pd treatment on the current cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler sets used were discarded and not available for return to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient contact contacted fresenius technical support to report that every night using the liberty select cycler, there has been a puddle of fluid under the cycler during an unknown phase of treatment. It is unknown where the fluid leaked from. The patient was advised to not use the cycler for tonight's treatment and contact their pd nurse. The patient will use the cycler tonight. Upon follow up, the patient confirmed the reported event, stating they first noticed fluid on the cycler cart and on the floor and where the cycler cart sits, the morning after treatment was completed more than ten days prior. The date of the first fluid leak event was unknown. The patient contact confirmed that each morning for more than ten days prior, a small puddle was discovered on the floor and where the cycler cart sits. Despite the fluid discovered, patient confirmed that no fluid leaks were experienced from the solution bags used during treatments during the reported event. No fluid was observed on top of the cart. The patient contact stated the set up was checked before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The patient contact stated there was no clear indication that a leak was experienced inside of the cycler set door as the cassette area remained dry. The patient contact reported that each day the cassette was checked and was dry. It was unknown whether multiple fluid leaks occurred during the reported event. The patient confirmed no fluid leaks occurred from the top of the heater tray. The patent stated they noticed fluid was on the cycler cart and on the floor and where the cycler cart sits. Additionally, the patient confirmed the heater bags and connections never leaked during the reported events. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using the cycler despite the reported issue. The patient contact confirmed they are continuing with pd treatment on the current cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler sets used were discarded and not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.